Manufacturer narrative:
MDR 1219913-2021-00188 was filed on march 09, 2021. March 17, 2021 additional information: the customer observed discordant results with the advia centaur xpt sars-cov-2 total (cov2t) lot 007. The customer did not provide enough data to determine if the concerns with the patient samples were true discordant results, imprecision, or non-reproducible reactive results. Siemens has made multiple attempts to request this information from the customer. The customer was not willing to provide further data or clarification. Based on the information provided, siemens is unable to rule out sample specific issue. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer repeats samples that fall within their grey area of 0.6-1.4 and has provided the following summarized data: batch size: 399 samples. Retest grey area (0.6-1.4): 114 samples. 2 repetitions: 79 samples (avg=1.19; avg var%=110). 3 repetitions: 31 samples (avg=1.44; avg cv%=21). 4 repetitions: 4 samples (avg=1.06; avg cv%=21). The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for a patient sample that were considered discordant when compared to the nonreactive (negative) repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.